Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that it never cycled properly. The pump was cycled during a consult, and the doctor determined that there was an inflation issue. A surgical procedure was performed to remove the ipp. No patient complications were reported.